Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Upon review, it was noted that the cardiac resynchronization therapy defibrillator exhibited intermittent far r oversensing on the atrial channel. The device was reprogrammed. No patient symptoms were reported.